Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing repeated e4 (occlusion) error messages that appear 10 minutes after exchanging all the components (cartridge, and infusion set with cannula). Patient stated the infusion device does not deliver insulin properly because she has hyperglycemia often. Patient reported after eating one bread roll, she measured hyperglycemia at about 20 mmol/l (360 mg/dl). Patient reports experiencing elevated blood glucose of 16-20 mmol/l (288-360 mg/dl) that lasted 3-4 weeks with no way to get it down. Patient's normal blood glucose range was not provided. Patient stated after consultation with a doctor, there was no reason found for the elevated blood glucose level and adjusted treatment did not help. Patient reported after receiving a replacement infusion device everything works properly now and her blood glucose level is regulated as before. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result e4 was found in the device history. The delivery accuracy, and occlusion limits were tested successfully and comply with the product specification. Also the alarm functions were manually tested and no malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.